Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and rewind anomaly. The customer also reported that the insulin pump was slower to rewind, has scratched screen and difficult to read. No troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms or motor grinding loud/noise anomaly noted during testing. Device had minor scratched lcd window. (B)(4).